Manufacturer narrative:
Six used and two unused jelco® saf-t wing® blood collection and infusion sets were returned for investigation. The device history records of the devices were reviewed and there were no relevant findings detected. The returned devices were visually inspected and no discrepancies were found. Functional testing showed difficulties in activating the safety mechanism of two devices; the tube showed resistance when pulling it to activate the safety mechanism. No discrepancies were found in the other returned samples. A manufacturing review of a similar device was performed and there were no difficulties in activating the safety mechanism in the manufactured devices. The complaint was confirmed. The most probable root causes were determined to be: defective component was received from the supplier. Defective safety mechanism component was not detected on receiving inspection due to the fact that no inspection and testing was performed since the component is on "certified" status. The defective safety mechanism was not detected through manufacturing process inspection due to the fact that no testing is in place in the manufacturing process to activate the safety mechanism of the device.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® saf-t wing® blood collection and infusion set was difficult to retract into the "housing". No injury was reported.